Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead. Was attempted but not implanted due to abnormal impedance measurements and noisy signals.. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again.